Event description:
It was reported that a synchromed el pump was replaced with synchromed ii pump; existing catheter was clamped with drug and a back table prime was done with the new pump. It was stated that the physician suspected meningitis and a culture was done. A drug contamination was also suspected and a culture of the drug in the pump was also done. Results of the cultures were awaited. The drug delivered via the pump was thought to be morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model 8709 lot # l59233 explanted:2011-(B)(6); pump model 8627 (B)(4) explanted:2011-(B)(6). Corrected the explant dates of the concomitant medical products. The initial report was filed as manufacturer report # 3007566237-2011-09013. Additional review indicated the correct manufacturing site was site # 3004209178.

Event description:
Additional information reported that the cause of the reported event was noted to be "unknown," and it was "unknown" if the pump was at issue. It was further noted that a "possible" catheter disconnection, at the pump/catheter connection, occurred. The entire pump system was subsequently explanted, due to the previously reported infection/(B)(4). The patient required hospitalization due to the event. The patient's outcome was noted to be a "serious life threatening injury/illness - recovered without sequelae."

Event description:
Additional information: patient had experienced flu-like symptoms- fever, chills. The blood and drug from pump was cultured; organism if any was not known. The location of infection was not known. As of 2011-(B)(6) patient was at home. Device information was provided and updated in the present report.

Event description:
The healthcare provider confirmed that the patient developed bacterial meningitis after a pump replacement surgery. The patient showed signs and symptoms of meningitis. The pump was explanted. The patient recovered without sequela. The drug that was administered via the pump was 8000mcg/cc of fentanyl at 1500mcg/day.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Catheter model: 8709, lot #: l59233, implanted: 1999-(B)(6), explanted: unk; pump model 8627-18, serial# (B)(4), implanted: 2003-(B)(6), explanted: 2011-(B)(6).